Event description:
Device report from synthes (B)(4) reported an event in (B)(6) as follows: it was reported that a revision surgery was performed due to a broken osteosynthesis plate. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information was not provided by reporter. Event date is unknown. Date of implant and explant are unknown. Explant date may have been (B)(6) 2015 but this could not been confirmed. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.